Event description:
Facility reported that during treatment the solution bags leaked several times when the del clamps were used. This resulted in the patient placing prophylactic antibiotics in the bag. Facility also reported that the solution was not cloudy, therefore, the physician did not order a cell count or culture. There were no ill effects to the patient. The sample is available for evaluation.